Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14660. It was reported that the right ventricular (rv) lead was noted with rising impedance and threshold. The right atrial (ra) lead had atrial lead noise seen on atrial electrogram. Both leads were explanted and replaced. No patient symptoms were reported.